Manufacturer narrative:
(B)(4). Batch # r59w21. Device evaluation summary: the ec60a device was received for analysis with no apparent damaged and with an gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired reload is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? What steps were taken to open the jaws of the device? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, ec60a, they fired it twice, then after that they weren't able to open, close or rotate the stapler. There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.